Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. Energy instrument was connected to the iesu but not inserted in the patient¿s body. Monopolar curved scissors or maryland bipolar was involved. There was no patient's tissue damage due to the unintentional activation issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional details related to the event. It was confirmed that the energy instrument that was in use at the time was not inserted into the patient¿s anatomy. As a result, there was no damage to the patient's tissue. The foot pedal was pressed unintentionally. Patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) reviewed the logs and found error m-35 indicating that the activation was requested from an external switch. The tse advised the customer to check the external switch. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was an unintentional activation from the vio dv integrated electrosurgical unit (erbe). The technical support engineer (tse) reviewed the logs and found error m-35 indicating that the activation was requested from an external switch. The tse advised the customer to check the external switch. The procedure was completing as planned with no reported injury.